Event description:
Went in for simple bladder mesh surgery for sui. Immediately upon waking experience pain. Returned prior to 2 wk f/u because legs would not stop shaking uncontrollably. Dr informed me that the mesh had to come out, but that he had no experience in doing so. Several drs later found a urologist to do partial removal. Pain still persisted. Sent to another urologist for further removal. Mesh had migrated and cut through thigh muscle severing nerves. Pain still persists in all my lower extremities, making it unbearable to walk at times. I now have permanent nerve damage, muscle spasms, little or no control over my bladder functions and the inability to complete normal daily functions.